Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a faulty battery, if a loss of power occurs during use, it could cause the unit to shut down due to back-up battery not working. No patient involvement reported.

Manufacturer narrative:
The customer declined service. There was no part replaced. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Due to no part replaced the root cause of the reported issue could not be determined.